Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the large hem-o-lok clip applier was unable fire the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations replicated/confirmed the customer-reported complaint. Failure analysis found the primary failure of the broken input to be related to the customer-reported complaint. The instrument was found to have multiple input disks broken. Input disk #6 was found completely detached from the housing and hairline cracks were found on input disk #7. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.